Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure in (B)(6) 2010 and mesh was implanted. The patient reported chronic inflammation and pain on a daily basis that is extremely debilitating and mood swings brought on by depression. The patient states they were active and strong and lived life to the full before the procedure and is now ¿weak, isolated, gibbering, leaking with reek¿ and limited as to what they can do. It is unknown if the patient received intervention. Additional information is not available.